Manufacturer narrative:
Concomitant product: ppm1508x3 parietene macro pp 15x7.5 cm x3 (lot# rog00076). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernias. It was reported that after implant, the patient experienced recurrence.